Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
"It was reported that the insulin pump was dropped and the screen has 2 was stated that the display is blank after changing the battery." Blood glucose value is 325 mg/dl; treated with manual injection. Nothing further reported.